Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed a non-sustained right ventricular oversensing episode recorded by the implantable cardioverter defibrillator. The episode was the result of far p wave over-sensing. Programming changes were discussed; however, no interventions were made. The patient was asymptomatic.